Manufacturer narrative:
The pessary is made from silicone. Allergic reactions to silicone are rare. There are two previous reports of allergic reactions within our database - one in 2004 and the other in 2005. Report identified a concomitant medical product - surgilube. The fitting instructions carry a warning that various vaginal preparations may interact with the pessary material. Trimo-san should only be used as other materials have not been tested for compatibility.